Event description:
It was reported that the bd microfine¿ + pen needle did not deliver medication during the priming process. The following information was provided by the initial reporter, translated from japanese: "stating that the drug solution did not come out upon priming".

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 13-mar-2023. Two open 31g x 5mm pen needle samples and three photos were returned from lot. No. 1243863, cat. No. 320129. A clog test as per q-sop-183-dl was carried out on returned samples and no issues were observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. No issues were observed with the returned samples therefore no root cause can be identified. H3 other text : see h10.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd microfine¿ + pen needle did not deliver medication during the priming process. The following information was provided by the initial reporter, translated from japanese: "stating that the drug solution did not come out upon priming."